Event description:
It was reported that the zimmer electric dermatome was damaging graft tissue. Additional clinical follow up with the customer indicated that the surgeon used the dermatome in a usual fashion. Once the graft was obtained the surgeon observed that the graft had an appearance of an inconsistent mesh. Due to this he did not put the graft through the meshing process. This limited the ability to fully cover the site to be grafted. The surgeon also observed that the dermatome did not sound like it usually did. The sound of the device seemed to be that the cycles were slower or abnormal from the usual. No additional unplanned graft harvest was required as the surgeon was able to improvise and the procedure was completed using the same device as the issue was not discovered until after the harvest. There was a 20 minute increase in procedure time as the surgeon had to be very tedious in apply the graft due to the inconsistencies.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/18/2013 and has no repair history at zimmer surgical. Evaluation of the device observed that the control bar was only slightly higher than the master blade. It was also observed that the ears on the head of the device were gouged. Prior to repair, the device was within calibration specifications. Improper handling most likely caused the master blade to not be flush with the control bar. The control bar not being flush with the master blade most likely caused the customer's event. The device was serviced and returned to the customer.